Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
A health care professional reported that the patient was hospitalized due to an overdose that resulted in additional home therapy treatments. It was noted that the nurse, at the time, changed the concentration of the drug but did not update the concentration in the programming.